Event description:
It was reported that the axsos 3 distal lateral femoral plate had broken in the patient post procedure.

Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report.